Event description:
White powdery substance on & in new full face oxygen ventilation mask where oxygen enters into mask via a swivel elbow connection. Mask has been kept sealed & our medical device supplier notified supplier had a mask with residue also. Manufacturer rep sent e-mail to supplier stating they use triethano-lamine laurul sulfate as a lubricant on the swivel (a soap, detergent). We do not want to assume what was inhaled. Supplier said don't risk washing & using & manufacturer said wash & use patient ready mask. Found powdery residue in existing oxygen mask purchased 2008 (swiuel elbow valve). Experienced constant sinus irritation, sinus infection & in office sinus surgery. Discovered powdery substance in swivel elbow value for mas purchased early 2008. Sinus infections started using this mask.